Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported per field service report: symptom - fiberoptix sensor (fos) error. Pump removed from patient. Findings/action taken: printed circuit board (pcb) removed so unable to confirm error. Cable also removed from pcb (by customer). Replaced fos pcb and fo connector. Installed display mod. The pump was checked with two fos testers and a functional test was performed; the pump passed. Per biomed the pump is back in service and the patient outcome was no harm to patient.